Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an alert to change battery, but the customer did not respond and states the battery was not responding and the screen was blank. The customer¿s blood glucose was 145 mg/dl. The customer was assisted with troubleshooting. . Customer did not report the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states it was more than 8 hours and new battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.